Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address blood glucose. Customer¿s blood glucose level was 346 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.